Manufacturer narrative:
The report of a levophed event was identified as due to a channel disconnect. The pcu event log shows pump module s/n (B)(4) was in use and infusing an unidentified drug (believed to be levophed) programmed via drug calculation at a rate of 35.6ml/hr. Prior to the primary rn finding the ¿alaris lvp turned off¿, a channel disconnect occurred due to loss of power and the infusion was stopped. The user then addressed the channel disconnect pop-up and restored and started the infusion. A review of the device error logs found no errors during the time period of the reported event. Although requested, the devices were not returned for investigation. The root cause of the channel disconnect was not identified. The proximate cause of the reported levophed event was identified as due to a channel disconnect.

Event description:
It was reported that the patient was on a levophed continuous infusion from a 500ml bag with 32mg of levophed in 500ml normal saline, with a med/fluid concentration of .4mcg/min/kg that needed to be further titrated to .5mcg/min/kg, with a programmed pump rate was 47.48ml. At 6:15 am on (B)(6) 2019 the primary rn noticed that the patient's blood pressure dropped to 60/25, and upon investigation of primary rn, it was found that the alaris lvp was turned off. The brain remain plugged all throughout the incident. It was reported the patient had a temporary bd drop, but it was corrected with medication infusion restarting. There was no further indication of patient harm.